Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a lead safety switch was triggered on this right ventricular (rv) lead. The sensing appeared normal and the values were below 2000 ohms in the unipolar configuration. No adverse patient effects. Boston scientific technical services (ts) discussed possible root cause of the issue. Ts noted that this case could be attributed to a lead tip tissue interface change. The field representative noted that the physician was in agreement with the tip tissue interface change. The physical may attempt to pace at max outputs.

Event description:
It was noted that the patient will continue to be monitored. The patient was less than three percent paced in the ventricle and the programming was kept in unipolar configuration.

Event description:
Additional information noted that this rv lead was explanted due to noise and out of range pace impedance measurements, and will not be returned. The device remains implanted. No additional adverse patient effects were reported.